Event description:
Suture failed when deployed, no patient harm occurred another perclose was opened and used to complete the case. Vendor notified. Manufacturer response for vascular closure suturing device, perclose prostyle (per site reporter).